Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. The system controller and user interface pcb assemblies were replaced and proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed pcb assemblies and verified the reported failure; however, the cause of the reported failure could not be determined.

Event description:
It was reported that the device had its service indicator illuminated and had a blank display; however, after initial evaluation, the device was found to lock up upon boot up. There was no pt use associated with the reported failure.